Event description:
It was reported to hill-rom that when lowering a pt to a toilet, the strap came out approximately 35 cm causing the pt to fall down. Pt experienced some back pain but no major injuries.

Manufacturer narrative:
Hill-rom is filing this as an initial report and will conduct a complaint investigation when the components have been returned. A supplemental report will be sent when the technical investigation is completed by hill-rom.